Event description:
Customer reported during procedure collimator closed on its own and mainframe attempted reboot on its own. System was rebooted by the operator and case was completed normally.

Manufacturer narrative:
Gehc surgery field service engineer replaced fluoro functions pcb, downloaded cal files and error logs, tested system, system functions normally at this time.